Event description:
Death.

Manufacturer narrative:
W.l. Gore reported to numed that a death occurred while their gore excluder device was being implanted. They reported that a z-med catheter was used for the procedure so they were notifying numed about the death. It is unknown what the patient died from or if numed's device was related in any way to the death reported. If the z-med catheter was being used to implant the gore excluder device, it would be an off-label use. Numed is trying to get more information related to the death, and will send a follow-up report once more information is received.